Manufacturer narrative:
This product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -10.00/3.0/089 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to low vault. Cause of event was unknown. The reporter indicated that the problem was not resolved. For additional information the reporter stated " vault was too low and the patient was unhappy with the outcome. Had to explant the lens. Exchange will be done, once patient decided about it."